Event description:
The article, "surgical vs. Percutaneous access in transfemoral transcatheter aortic valve implantation (su-per-access study)", was reviewd. The article presented a retrospective, multicenter study to analyze and compare the outcomes of surgical cut-down (sc) and percutaneous (pc) approaches in transfemoral transcatheter aortic valve implantation (tf-tavi) terms early results. Devices included in the study were edwards sapien xt, edwards sapien 3, sapien 3 ultra, medtronic corevalve, medtronic evolut r and medtronic evolut pro, acurate neo, acurate neo 2 and lotus, portico and navitor, and allegra. The article concluded sc for tf-tavi did not alter the mortality rate at 30 days and was associated with reduced minor vascular complication and bleeding. Pc showed a lower rate of non-vascular-related access complications and a lower length of stay. The specific approach should be tailored to the patient¿s clinical characteristics. [The primary and corresponding author is antonio giovanni cammardella, department of cardiac surgery and heart transplantation, san camillo forlanini hospital, 00152 rome, italy, with corresponding email: agcammardella@gmail.com] the time frame of the study was from january 2018 to june 2022. A total of 774 patients were included, of which it was not confirmed how many received an abbott device. The average age was 81.7 years and the majority gender was male. Comorbidities included hypertension, dyslipidemia, diabetes, chronic obstructive pulmonary disease, neurological dysfunction, peripheral vascular disease, prior myocardial infarction, cirrhosis, chronic renal failure, dialysis, prior coronary artery bypass graft graft, prior aortic valve replacement, prior pacemaker.

Manufacturer narrative:
Summarized patient outcomes/complications of surgical vs. Percutaneous access in transfemoral transcatheter aortic valve implantation (su-per-access study) were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, chronic obstructive pulmonary disease, neurological dysfunction, peripheral vascular disease, prior myocardial infarction, cirrhosis, chronic renal failure, dialysis, prior coronary artery bypass graft graft, prior aortic valve replacement, prior pacemaker. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article title: " surgical vs. Percutaneous access in transfemoral transcatheter aortic valve implantation (su-per-access study)".